Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and failed as device was stuck on initialization screen. The receiver functional test failed due to stuck on initialization screen. Open receiver for internal inspection and remove pcba board: pass; speaker resistance at 7.53. The complaint was not confirmed because the speaker showed optimal resistance for a functional speaker ohmsspeaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported intermittent audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and could not boot because it was stuck on initialization screen. Functional testing and manual "try it" could not be performed because the receiver was stuck on initialization screen. The receiver case was opened to download data log directly from the ui pcba board and no errors were found. A speaker resistance test was performed and passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was could not be confirmed. A root cause could not be determined.